Event description:
Procedure: colorectal. According to the reporter: the surgeon fired the device but when removing the device, the anastomosis became loose. The contents of the colon leaked into the abdominal cavity. The surgeon manually sutured the anastomosis. On inspection, the staples were not formed and remained in the cavity. The surgical time was extended by about an hour.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 12/29/2014.

Manufacturer narrative:
(B)(4).